Event description:
It was reported that a patient with a sling device underwent a surgical procedure in which an artificial urinary sphincter (aus) was implanted. It was indicated that the patient originally downplayed the base level of incontinence. Therefore, the sling was not a successful option and the patient needed an aus. There were no device malfunctions associated with the sling. The procedure went well and the patient was expected to have success with the new device.